Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, high capture threshold was observed. Patient was asymptomatic. No actions were taken. Patient is in stable condition and will present to the clinic for next follow-up in (B)(6) 2018.